Event description:
A company rep was informed on december 22, 2003 that a 02-510-10, symphasis distractor - 10mm, which was implanted in 2003, in a pt, had broken near the end of the distraction phase. The pt heard a snap a couple days later, but turned the distractor the following day with no problem. On the same day, the pt heard another snap while eating. When the pt tried to turn the activator the distractor would not move.